Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 220 mg/dl, compared with the sensor glucose reading of 56 mg/dl. The customer stated that, on another occasion, the blood glucose reading was in the 200 mg/dl range, and the insulin pump suspended insulin delivery with a sensor glucose reading of 50 mg/dl. He added that he woke up from a nap from a threshold suspend alarm with a sensor glucose reading of 48 mg/dl, as well. He was advised that a replacement sensor would be sent. He also mentioned that the insulin pump alerted a high blood glucose warning and alarmed calibration error. He advised that he would monitor the current sensor after troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.